Event description:
A patient presented to the operating room for breast reconstruction surgery. A gentherm blanketrol (fluid-circulating underbody warmer) was placed underneath the patient to help maintain temperature. The procedure lasted approximately 9.5 hours and was uncomplicated. Two days post-op, the patient reported increasing buttock pain with extensive darkening of the skin. The wound was assessed and determined to be a full thickness burn likely attributed to prolonged contact with the underbody warmer. The wound required non-surgical treatment and left permanent scaring that the patient may elect to have surgically corrected in the future. In review of the event, it was noted that the IFU [instructions for use] for the gentherm blanketrol (and many other warmers as well) includes a warning that skin checks should be performed every 20 minutes while in use. This is not feasible during a surgical procedure and cannot reliably be implemented. The specific device was not pulled out of service at the time of the surgery since the team was not aware of the issue until a few days post-op. The hospital had two of these devices and both were sent back to the manufacture for assessment. No issue was identified. The device does not have an internal memory so no logs of settings from the time of the surgery could be reviewed. No unique factors about the procedure, patient, or other devices in use were identified that may have contributed to the burn. Manufacturer response for underbody warmer, x4 gentherm blanketrol iii (per site reporter). They evaluated the two devices at that this hospital had as we did not know which was used in the procedure. No issues were identified. The IFU includes a warning to check skin every 20 minutes which is not feasible in the or setting. IFU states "at least every 20 minutes, or as directed by physician, check patient's temperature and skin integrity of areas in contact with blanket."